Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-apr-2018 with the following findings: during the investigation, the display was found to be dim/pink. The battery compartment was also found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading display along with a cracked/damaged battery compartment. This report is made based on the results of the investigation completed 26-apr-2018.